Event description:
N/a.

Manufacturer narrative:
Corrected field: d4- lot number (to be kept blank as lot not applicable for hardware) , e1 ( initial reporter , event site telephone ) , h6 ( medical device ¿ problem code ). Due to character restriction in block e1 . E1 initial reporter is (B)(6). Updated fields: b4,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the monitor connector was not tightened correctly. The fse cleaned the contacts and tightened the monitor connector, which resolved the issue. The unit passed all functional and safety checks to factory specification. It was cleared for clinical use and returned to the customer.

Manufacturer narrative:
Due to character restrictions in block e.1.: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cs100 intra-aortic balloon pump (iabp) unit had an intermittent monitor error. There was no patient involvement.